Event description:
It was reported that the spring action lever which locks the persuader onto the tulip head of the screw is broken or extremely loose. The spring lever would not provide "locking" to the tulip head without assistance. Surgeon had to hold the persuader with one hand to keep it attached to tulip head and use other hand to advance blocker. This problem occurred for both persuaders.

Manufacturer narrative:
Additional information has been requested and, if made available, will be reported in a supplemental.